Manufacturer narrative:
Concomitant medical products: product ID 97712, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported a power on reset (por) and the therapy had stopped due to the por. The patient was trying to recharge when the por was seen. It was noted the patient's manufacturer's representative (rep) walked him through a physician restart and when he did that he saw the doctor screen with the por on the recharger. The cervical implantable neurostimulator (ins) stopped working and the patient tried to connect with the recharger and programmer, but could not connect with either device on (B)(6) 2015. The por was shown on (B)(6) 2015 after the rep walked him through a physician restart mode. It was unknown if the event was related to an overdischarge event. Later, it was found the patient had an informational por and they were able to clear the por on the phone. Relevant medical history included degenerative disc disease and non-malignant pain. Please see manufacturer report #3004209178-2016-00631 for information on the patient's concomitant product.